Event description:
It was reported that incorrect interpretation of signal resulting in inappropriate high voltage therapy was noted on the device, suspected to be due to the programming of the device. No intervention was performed and the device was electively explanted and replaced due to normal battery depletion. The patient was in stable condition.